Event description:
While troubleshooting for a high drain alarm on the homechoice (hc) device, a caregiver (cg) discovered a system error 2240 (air in set) alarm in the alarm log. It is unknown if the patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) reviewed proper procedures with the cg. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.